Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer reported via phone call that he had been experiencing high blood glucose for a few weeks since receiving a replacement insulin pump. Customer's current blood glucose is 246 mg/dl. The customer stated he also experienced a low blood glucose event of 63 mg/dl prior to being in the 200 mg/dl range. During troubleshoot; it was stated the drive support cap is recessed. Customer declined to check set and site. Time, date, basal rates and bolus wizard are set up correctly and the bolus history is accurate. The insulin pump passed the high pressure test. The customer stated that the keys are stiffer than the old insulin pump. Customer requested the insulin pump to be replaced. He was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.